Event description:
The customer observed falsely depressed architect total psa results for one patient. On (B)(6) 2021, (B)(6) generated an initial total psa result of 1.07 ng/ml, repeated 5.26 mg/ml; other results provided: initial free psa result of 1.42 ng/ml, repeated 1.40 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 07k70 that has a similar product distributed in the us, list number 06c06. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, and review of complaint text, trending data, labelling, and device history records review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot 23596fn00 and the complaint issue. Labelling was reviewed which adequately addresses the current issue. Performance of reagent lot 23596fn00 was evaluated using worldwide field data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 23596fn00 is within the established control limits, therefore, no unusual reagent lot performance was identified. Based on the investigation, no systemic issue or deficiency of the architect total psa assay, lot number 23596fn00 was identified.